Event description:
The complainant reported a battery failure alarm occurring, despite being plugged in and charging. There was no impact to any patient reported because of this.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the battery failure alarm is due to the decline of voltage of a single cell. This report is being filed as part of a retrospective review of historical records.